Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that they discontinued the use of the insulin pump 4 days ago. The last three batteries left some liquids inside the battery compartment. They tried to clean it but when they inserted a new battery the insulin pump remained powered off. The customer was already on their backup plan. Customer's blood glucose level was not reported. The device was not returned.